Manufacturer narrative:
Additional narrative:(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient's medical records indicate the patient had increasing pain. The patient was revised to address a migrated cup. The patient's cup and three scews are being added to the complaint.